Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was leaking an unknown substance. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device was leaking an unknown substance. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. Non-recommended or improper cleaning procedures likely contributed to the reported event.